Event description:
The event occurred during an unspecified procedure. The procedure was completed with the same device with no delay. The defect was likely observed during the post-use inspection stage of the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the coating of the insertion tube peeled off. However, the definitive root cause of the peeled coating could not be determined. It is possible that the coating was peeled due to the stress of repeated use, external factors, or handling. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and was caused by deterioration. In addition, the connecting tub has a dent, water tightness is lost due to a pinhole on the bending section cover and connecting tube, due to a dent on channel tube, cleaning brush cannot be inserted smoothly, control unit is sticky due to water leakage, bending tube has a dent, battery/card cover is sticky, and connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the airway mobilescope had defects in the bending section and insertion tube. Upon inspection and testing of the returned device, image guide snake pipe coat peeling. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.